Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon getting access the with ik sheath, it immediately began to leak, and it had to be exchanged out. The case performed was a stemi (st-elevation myocardial infarction). The blood loss was less than 250 cc's. The patient was in stable condition. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr glidesheath slender was received for product evaluation. The sheath was returned with a dilator. No other accessory components were returned. Visual inspection was conducted on the sheath. Microscopic analysis revealed a kink at 2mm from the sheath hub. The dilator did not have any damage or occlusions. No other visual anomalies were noted. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath per the device IFU. This assembly was submerged in water, and no air bubbles were observed. Post leak testing was conducted, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a tear on the valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion of the dilator could have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.